Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, the entire pacing system (pacemaker, atrial and ventricular leads) was explanted and abandoned in the hospital due to a hole in the patient pocket with suspicion of infection.